Event description:
It was reported that the device's air detector, cases, rtc battery needs to be replaced.. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted the rear housing and lens were damaged. Air detector was inoperable, fluid ingression on the downstream sensor and "double beep no cassette". Review of the error history log (ehl) found "air in line" message on the pump display. Functional testing confirmed the complaint. It was recommended the air detector, rear housing assembly and clock battery (rtc) to be replaced. Root cause of the issue was a faulty and damaged device. What caused the damage could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced air detector, rear housing assembly and clock battery (rtc).